Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h11a17025, h10l18014 and h10l22099 with no issues noted during the manufacturing process. The root cause could not be determined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of five reports associated with this event.

Event description:
Baxter spoke with the home patient's (hp) peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding an unrelated issue. The pdrn reported that the hp had peritonitis. On (B)(6) 2011, baxter contacted the pdrn who stated that the hp had symptom onset of cloudy peritoneal dialysis (pd) effluent (B)(6) 2011 and abdominal pain and came to the clinic. Pd effluent was obtained. Treatment was initiated that day per clinic protocol of intraperitoneal (ip) vancomycin 2g every 3 days for 2 weeks. The hp had since recovered and was due for a reculture in (B)(6) 2011. The pdrn could not give a certain causality statement, but stated that the hp's wife connects and sets up the pd supplies for the hp, but was gone on an unreported date previous to the onset of symptoms. The pdrn stated that the hp may have touch contaminated by connecting himself.